Event description:
As reported, before the 6x30 precise pro rx stent reached the lesion site during pushing. The stent was prematurely unloaded from the delivery system and could not be reloaded for delivery to the lesion site. There was no reported injury to the patient. This occurred during a carotid stenosis stenting. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked, confirming that the black dotted pattern with a grey background was clearly visible. The product was inspected and prepped according to the IFU, with no unusual observations noted about the stent delivery system prior to use. Upon removal from the tray, the stent remained constrained within the outer member/sheath. There were no difficulties encountered while flushing the stent delivery system (sds). The target lesion vessel diameter was 5 mm, and the lesion was determined to have no calcification, with the percentage of stenosis identified as dissection. An 8f non-cordis sheath was used. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, before the 6x30 precise pro rx stent reached the lesion site during pushing. The stent was prematurely unloaded from the delivery system and could not be reloaded for delivery to the lesion site. There was no reported injury to the patient. This occurred during a carotid stenosis stenting. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked, confirming that the black dotted pattern with a grey background was clearly visible. The product was inspected and prepped according to the IFU, with no unusual observations noted about the stent delivery system prior to use. Upon removal from the tray, the stent remained constrained within the outer member/sheath. There were no difficulties encountered while flushing the stent delivery system (sds). The target lesion vessel diameter was 5 mm, and the lesion was determined to have no calcification, with the percentage of stenosis identified as dissection. An 8f non-cordis sheath was used. In the photo provided, a partially deployed stent is noted at the distal end of a self-expending stent unit. The device was returned for analysis. A non-sterile ¿precise pro rx us carotid syst¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and placed on a metallic tray for inspection. A thorough inspection revealed the following conditions. The stent was partially deployed. The hemostasis valve was tightly closed. A severe kink was observed approximately 142 cm from the distal tip. A severe twist was observed approximately 42 cm from the proximal end. A separation on the outer sheath was observed 33 cm from the proximal end. A cracked and twisted condition was observed from 127 cm to 134 cm from the distal tip. The hypotube presented a curved/kinked condition. No other outstanding details were observed. Dimensional analysis was performed to verify the correct outer diameter (od) and inner diameter (ID) of the outer sheath. Measurements taken near the separation were verified and found within specification. Functional analysis was conducted to determine if the stent could be deployed as expected. The hemostasis valve was unlocked, and the stent deployment test was initiated by retracting the outer sheath while holding the inner shaft in a fixed position. However, the push rod did not travel toward the distal tip as expected due to the severe damages observed on the device. Several cuts were made to verify that the inner shaft was traveling freely with no resistance. No polyamide fusion to the inner shaft was observed. The stent was manually deployed without any anomalies, and it expanded as expected. The separated and cracked edges of the outer sheath were evaluated with a vision system, revealing evidence of elongation. The elongations found on the material are commonly associated with separations caused by material tensile overload. The device was subjected to tensile and twisting forces that exceeded the material¿s yield strength prior to the damage. The stent was received partially deployed; however, due to the damages noted on the device the reported ¿stent delivery system (sds) deployment difficulty-premature/in patient - during advancement¿ cannot be confirmed as premature deployment not intentionally initiated cannot be verified. The exact cause of the reported event cannot be determined. The device was returned extremely damaged suggesting handling factors were a contributing factor to the deployment difficulties reported. A severe kink and twist along with a crack were observed on the sds; additionally, an outer sheath separation of the device was noted. Vision system analysis revealed elongations suggesting material tensile overload. An attempt to perform functional analysis was initiated; however, could not be executed due to the twists and kinks noted. A dimensional analysis was verified to be within the expected specification and after cutting the device is several sections, the stent was successfully deployed. Based on the product evaluation and information available for review, procedural factors and device handling likely contributed to the events reported. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Flush the guidewire lumen of the stent delivery system with heparinized saline by connecting a 5-cc syringe filled with heparinized saline solution to the stopcock attached to the y connection (9) on the tuohy borst valve (1) to expel air. Ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment. Apply positive pressure to the syringe until saline weeps from the guidewire exit port (16). While covering the guidewire exit port (16) with thumb and forefinger, apply positive pressure to the syringe until saline weeps from the catheter tip (4) and the space between the outer sheath radiopaque marker (11) and the catheter tip (4). Continue to flush to ensure all air is removed from the system, then close the stopcock attached to the y connection (9) on the tuohy borst valve (1). B. Ensure that the tuohy borst valve connecting the inner shaft and outer sheath is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, before the 6x30 precise pro rx stent reached the lesion site during pushing. The stent was prematurely unloaded from the delivery system and could not be reloaded for delivery to the lesion site. There was no reported injury to the patient. This occurred during a carotid stenosis stenting. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked, confirming that the black dotted pattern with a grey background was clearly visible. The product was inspected and prepped according to the IFU, with no unusual observations noted about the stent delivery system prior to use. Upon removal from the tray, the stent remained constrained within the outer member/sheath. There were no difficulties encountered while flushing the stent delivery system (sds). The target lesion vessel diameter was 5 mm, and the lesion was determined to have no calcification, with the percentage of stenosis identified as dissection. A 8f non-cordis sheath was used. The device will not be returned for evaluation. In the photo provided, a partially deployed stent is noted at the distal end of a self-expending stent unit.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, before the 6x30 precise pro rx stent reached the lesion site during pushing. The stent was prematurely unloaded from the delivery system and could not be reloaded for delivery to the lesion site. There was no reported injury to the patient. This occurred during a carotid stenosis stenting. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked, confirming that the black dotted pattern with a grey background was clearly visible. The product was inspected and prepped according to the IFU, with no unusual observations noted about the stent delivery system prior to use. Upon removal from the tray, the stent remained constrained within the outer member/sheath. There were no difficulties encountered while flushing the stent delivery system (sds). The target lesion vessel diameter was 5 mm, and the lesion was determined to have no calcification, with the percentage of stenosis identified as dissection. A 8f non-cordis sheath was used. The device will not be returned for evaluation. In the photo provided, a partially deployed stent is noted at the distal end of a self-expending stent unit.